Event description:
Port placed in the left subclavian vein. After 1 year the port lumen broke.

Manufacturer narrative:
One 9.6f pro-fuse port with an 8cm piece of lumen attached was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. A visual examination of the port lumen noted that the broken edge of the lumen is narrowed or flattened, not round. This type of narrowing is indicative of the catheter having a grade 2 pinch-off which is described as "distortion present with luminal narrowing" prior to breaking. Catheters with this degree of distortion should be considered for removal. The information provided, along with the x-rays that were provided, noted that the ports were implanted in the subclavian vein. This device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. It is likely that the subclavian placement of the catheter led to pinch-off. The compression of the catheter resulted in the fracture.